Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reasons for reoperation: "extracapsular rupture of the breast device," and "surgery to remove axillar nodules as there was silicone in them."

Event description:
Physician reported "extracapsular rupture of the breast device" and "patient underwent surgery to remove axillar nodules as there was silicone in them." This relates to the left side. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: broken shell, overweight, flat creases, and missing an orientation dot (75-100%). A microscopic analysis was performed which identified: a sharp broken on the posterior. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment is: - a sharp broken on the posterior assessed as unidentified (tear) opening. - missing an orientation dot due to inconclusive. Additional, changed, and/or corrected data: d.9., h.3., h.6.

Event description:
Physician reported left side "extracapsular rupture of the breast device" and "patient underwent surgery to remove axillar nodules as there was silicone in them". Device has been explanted.